Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that approximately 2 weeks after implant implantable cardiac monitor (icm) migrated out of the device pocket. No signs of infection were reported. The icm was removed and will be replaced at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.